Event description:
Healthcare professional reported port flip within two months of implantation. Follow-up findings: surgeon noted that hooks had retracted, causing port to flip. Noted that the turning forceps at the top ring, by the connector, that enabled the hooks to either engage or retract.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number, implant date and photos provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of displacement as follows: "access ports have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the pt or the x-ray equipment until you obtain a perpendicular, overhead (0 degree) view. Targeting the port for needle penetration can be difficult if this orientation is not controlled". "Caution: the access port must be securely fastened to the pt's rectus fascia with all four of the stainless steel anchors firmly embedded in the pt's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery".